Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high impedance measurements. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.